Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was applied to lung tissue (pulmonary parenchyma) during a laparoscopic wedge resection converted to open thoracotomy, the stapler was able to be fired but the knife blade did not retract and the jaws stayed closed with tissue inside. A cracking noise was heard during the procedure. In addition, the reload was broken and curved on the connection to the adapter. Outside the patient cavity, an attempt was made to remove the reload by force causing it to break. Surgical time was extended more than 30 minutes and the incision was also extended more than 1 inch. Another device was used to close the lung tissue.